Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer multiple pockets were not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer failed. A field service engineer (fse) troubleshot main drawers 2.1 and 2.2, which were not detected on the bus. It was found that the row board cable needed to be reseated. The fse reseated the row board cable at the drawer board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.